Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room and requested an interrogation of the implantable cardioverter defibrillator. The healthcare provider was unable to interrogate the device via merlin programmer. It was unknown if the issue was attributed to battery depletion. The patient declined to have the device replaced, but was in stable condition.